Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was conducted. Visual inspection: the 11.5mm/8.5mm protection sleeve for recon locking (p/n: 03.010.075, lot #: pe03465) was received at us cq along with an identical part which is concomitant. Visual inspection of the complaint device showed the proximal end has nicks, scratches, and other damage. Functional test: a functional assessment was performed on the complaint device and the concomitant device. The complaint device had issues sliding fully into the mating aiming arm (p/n 03.033.003), as it would get stuck half an inch from the end, and then be difficult to remove. For comparison, the concomitant device could slide in and out easily without binding or sticking. The complaint was able to be replicated on the complaint device. A functional assessment was not able to be performed for the allegation of misalignment, as the mating devices needed were not returned. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the proximal end of the complaint device has scratches, nicks, and will not disassemble easily. The allegation of misalignment could not be confirmed as there are no images provided and the other mating devices were not returned. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.010.075, synthes lot # pe03465, supplier lot # pe03465, release to warehouse date: 13 apr 2018. Supplier: precision edge surgical products: no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Corrected data: corrected phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon decided to use recon screws to lock the proximal end of the femoral recon nail (frn), both of the 11.5mm/8.5mm protection sleeves became stuck inside the radiolucent aiming arm. They had to move the nail several times in order to line up the 3.2 guide wires appropriately, this difficulty caused considerable delay because there was a struggle to remove each protection sleeve, there was considerable torque placed on the patient specifically at the fracture site. There was a surgical delay of thirty to forty-five (30-45) minutes. The procedure was successfully completed. Patient outcome femoral recon nail implanted. Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# unknown) unknown nails (part# unknown, lot# unknown, quantity# 1) 11.5mm/8.5mm protection sleeve for recon locking (part# 03.010.075, lot# pe03465, quantity# 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon decided to use recon screws to lock the proximal end of the femoral recon nail (frn), both of the 11.5mm/8.5mm protection sleeves became stuck inside the radiolucent aiming arm. They had to move the nail several times in order to line up the 3.2 guide wires appropriately, this difficulty caused considerable delay because there was a struggle to remove each protection sleeve, there was considerable torque placed on the patient specifically at the fracture site. There was a surgical delay of thirty to forty-five (30-45) minutes. The procedure was successfully completed. Patient outcome femoral recon nail implanted. Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).